Event description:
It was reported that during a coronary stenting treatment procedure, shaft damage occurred. The lesion was located in the calcified circumflex artery. The physician advanced the 3.00x24mm liberte bare stent to the lesion and attempted to place the stent, when placement was unsuccessful, the system was withdrawn and "upgraded struts were found in the middle of the stent". There were no pt complications. The procedure was completed with another 3.00x24mm stent.

Manufacturer narrative:
Device evaluation: the device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.